Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath and tunneler in two segments and two electronic photos were returned for evaluation. Gross visual and microscopic visual evaluations were performed. A photo review was also performed. The investigation is confirmed for broken tunneler tip, as the proximal tip of the tunneler was observed to be separated from the rest of the tunneler. Both edges of the tunneler break were observed to be jagged and scoring marks were observed on the distal end of the separated proximal tip of the tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. The scoring marks on the proximal tunneler fragment are consistent with characteristics of manipulating the tunneler with tools (e.g. Hemostats). Handling the tunneler with tools may have contributed to the reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. (Expiry date 07/2020).

Event description:
It was reported that during a dialysis catheter placement procedure, the plastic tip of the tunneler allegedly broke before it could be inserted into the dialysis catheter for insertion into the patient. Another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 07/2020).

Event description:
It was reported that during a dialysis catheter placement procedure, the plastic tip of the tunneler allegedly broke before it could be inserted into the dialysis catheter for insertion into the patient. Another device was used to complete the procedure. There was no patient contact.